Manufacturer narrative:
An event regarding wear involving an unknown acetabular liner was reported. The event was not confirmed. Method & results: device evaluation and results: a visual, dimensional and functional inspection was not performed as the device was not returned for evaluation. Medical records received and evaluation: a review of the provided medical records by a clinical consultant indicated there is insufficient information to conduct a full medical assessment. Need operative reports, clinical and past medical history, and examination of explanted components are needed. Size is not relevant. X-rays shows the components are well-fixed. No indication of product problem. Device history review could not be performed as the device lot is unknown. Complaint history review could not be performed as the device lot is unknown. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such need operative reports, clinical and past medical history, and examination of explanted components are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened. Product surveillance will continue to monitor for trends. Not returned to manufacturer.

Event description:
Patient wants to know the cup size of the howmedica product used in him back in 1993 (B)(6) hospital, dr.(B)(6) he was told by (B)(6) hospital that they currently do not have any records from his 1993 surgery. Patient is due to have revision surgery soon. His current doctor told him that the implant is showing weakness, deterioration, and wear. Patient stated he was told that the product would last him approx. 10-15 years. He has not experienced pain and currently has no pain. The head has migrated superiorly in the cup indicating significant eccentric poly wear with evidence of osteolysis behind the acetabular cup. The cup is vertical and in relative retroversion. Records also indicate a well-fixed stem.